Event description:
It was reported that while using vacutainer® sst¿ blood collection tubes, the rubber stoppers embrittled. This event occurred 2 times, no report of adverse or injury. The following information was provided by the initial reporter: because the conventional rubber stoppers embrittlement, which leads to the obstruction of probe of automated cell counters, resulting the sample contamination and instrument failure.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot#: 3006821 d4. Medical device expiration date: 31-dec-2023 h4. Device manufacture date: 06-jan-2023 d4. Medical device lot#: 3011599 d4. Medical device expiration date: 31-dec-2023 h4. Device manufacture date: 11-jan-2023.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to coring as all samples met specifications. 10 retain samples from lot# 3006821 were subjected to a draw test and a visual inspection of the stopper post draw. 0 of 10 retain samples failed. Additionally, 10 retain samples from lot# 3011599 were subjected to a draw test and a visual inspection of the stopper post draw. 0 of 10 retain samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using vacutainer® sst¿ blood collection tubes, the rubber stoppers embrittled. This event occurred 2 times, no report of adverse or injury. The following information was provided by the initial reporter: because the conventional rubber stoppers embrittlement, which leads to the obstruction of probe of automated cell counters, resulting the sample contamination and instrument failure.